Event description:
It was reported the patient presented with a 3-year history of acute on chronic bilateral knee pain. "The decision was made to proceed with left genicular rfa given relief in the past with this procedure. During the rfa, the inferomedial target resulted in a small burn with black eschar without associated pain and the procedure was aborted. In the following months, the area continued to open and revealed a moderate sized wound along the medial knee. It did not exhibit purulent drainage, and the patient denied associated fevers." A decision was made to refer the patient to wound care giver his nonhealing ulcer along the medical left knee. He eventually underwent selective debridement of the wound with continued wound care with silver oxysalts. His wound healed fully within 4-months of initial burn. Residual hyperpigmentation was noted. For continued knee pain on follow-up, he was recommended repat visco supplementation procedures.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 03-apr-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.